Manufacturer narrative:
Add'l info - sys. 10/2000. The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specs at the time of the treatment, and no malfunctions or performance deviations were present.

Event description:
Pt was treated with a reusable applicator. User recognized forward advancement of the applicator and aborted the treatment. Laparoscopy confirmed uterine perforation without other injury.